Manufacturer narrative:
Continuation of d10: product ID: 900311 product type: introducer catheter product ID: 990063-020 product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during manipulation of the integrated dilator/needle near the tricuspid valve, the patient experienced complete atrioventricular block and trauma to the conduction pathways, resulting in asystole that required manual cardiac massage. A temporary bipolar pacing lead was placed for cardiac stimulation, and an intravenous sympathomimetic drug was administered. Spontaneous conduction recovered with a wide qrs complex, which gradually became narrower. The patient transitioned into atrial fibrillation with a heart rate of 77 bpm. The procedure was aborted, and a pacemaker was implanted. Calcifications were noted on the mitral valve/annulus, and ablation of the av node was planned if necessary. The patient was on an antiarrhythmic and a beta blocker. Hospitalization was extended due to the event, and the patient outcome was reported as alive with injury.